Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter prn adapter leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. Our investigators were able to identify several key features that ruled out the unit as a bd product. Y adapter was more elongated than is usual, the pinch clamp is inconsistent with bd design, and the luer connector and y adapter uses a glue in the assembly of the unit, meanwhile bd uses a metal wedge assembly. No root cause was determined as this is not a bd product.